Event description:
Device 1 of 2. Reference MFR reports #: 1627487-2014-00296. The patient (B)(6) was implanted with two percutaneous leads from different lots in the occipital region (off-label). It was reported the patient was not receiving effective therapy coverage. The issue was suspected to stem from the placement of the leads. Efforts to address this issue via reprogramming were unsuccessful. Surgical intervention was undertaken to explant and replace the patient's leads. Effective stimulation was captured for the patient following the procedure. The explanted leads will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.